Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called to report not receiving alerts from application. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through csr. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, looks like the patient is using guardian 4 system and expected to receive the app push notifications. Customer is using g4s system and last uploaded on feb 4th. If the customer is expecting alerts on cp, g4s app is not supported for cp to use. This issue is not confirmed. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.